Event description:
Customer alleged blood glucose results of 192 mg/dl, 192 mg/dl, and 93 mg/dl when testing was performed back-to-back on the advantage system,. Customer had no symptoms. Customer did not treat or act on the results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.